Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was initially tested at the user facility by the field service engineer, during testing the device alarmed with a s420 (led error-pmc, right) malfunction alarm code. This is not a reportable malfunction. However, during verification testing at the service ctr, of the device mechanism the device alarmed with an s421 (motor error-pmc, right) malfunction alarm code.